Event description:
It was reported that the patient stated that he has a problem with his artificial urinary sphincter (aus). The patient expressed that he needs to see a qualified physician near his home with experience working with the aus. Patient services specialist reached out to the patient to provide assistance. No more information is available at the moment.